Event description:
It was reported that the ilet issued an occlusion alarm while the user was on a steel contact detach infusion set with 23-inch tubing, and blood glucose was 258 mg/dl; tubing was tested with no kinks or bubbles, insulin delivery was resumed, and the user was guided through a full supply change with follow-up confirming return to range, consistent with a device problem of lack of insulin effect and an unspecified component. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found despite the reported lack of effect, and the specific device component could not be determined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.